Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the field service engineer that during the installation of the subject device for loaner asset at the facility, the error e200 which indicated that the subject device broke was occurred when switch on. There was no report of patient injury associated with the event.